Event description:
It was reported that the user bumped a wall and subsequently experienced loss of glucose signal from the libre 3+ to the ilet; the user could scan the sensor, but the ilet displayed a sensor error after the successful scan, and they were advised to contact the sensor manufacturer for support and potential replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed a sensor communication failure following physical impact to the sensor. It was concluded that the event involved sensor data unavailability to the ilet, and the user was instructed to seek replacement from the sensor manufacturer.